Manufacturer narrative:
Event estimated dates. As this is from a literature review, the device will not be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional adverse patient effects are being filed under separate medwatch reports. Literature attachment: ¿left ventricular end-systolic dimension and outcome in patients with heart failure undergoing percutaneous mitraclip valve repair for secondary mitral regurgitation.¿

Event description:
This is filed to report single leaflet device attachment/slda, and difficult to deploy. It was reported through a research article identifying mitraclip devices that may be related to the following: single leaflet device attachment/slda, difficult to deploy, recurrent mitral regurgitation, mitral stenosis, myocardial infarction, tissue damage, cardiac tamponade, heart failure, hemorrhage, stroke,ventricular tachycardia, medical intervention, surgical intervention, prolonged hospitalization and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "left ventricular end-systolic dimension and outcome in patients with heart failure undergoing percutaneous mitraclip valve repair for secondary mitral regurgitation." No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The UDI is unknown as the part and lot number was not provided. The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. All available information was investigated and a cause for the single leaflet device attachment/ slda, and difficult or delayed activation could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which contributed to the user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.